Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The pt reported that during the week of (B)(6) 2011 the reported pump rebooted and returned to default settings. The pt noted there were no alarms from the pump and she had not replaced the battery. The pt obtained elevated blood glucose readings on the day of this event, but experienced no symptoms. The pt noted the pump had reset, and reprogrammed and corrected her insulin doses. The pt did not seek any medical attention.